Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the device was received with the capsule fully opened, the end cap/screw gear snap fit connected, and the actuator components detached from the dcs. Visual analysis showed the tip-retrieval mechanism, capsule, inner member shaft, and spindle hub appeared intact with no evidence of damage. The tabs were detached from the male deployment knob component. During functional testing, the trigger moved to fully advanced and retracted positions and locked in place when released. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported during loading, the handle of the dcs separated. The device was returned for analysis with the capsule fully opened and the actuator components detached from the dcs which confirmed the reported event. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during loading, prior to the implant of this transcatheter bioprosthetic valve, the handle of this delivery catheter system (dcs) broke before the removal of the backplate from the compression loading system (cls) but the valve was already captured by the capsule. The loader had more than 100 loads and was able to use the trigger to remove the valve. There is no patient involved in this event.